Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection of the fiber body observed no damage; however, the reported fiber break event was confirmed as analysis identified the fiber tip was cracked and had normal degradation. Also, the fiber connector exhibited burn marks on the face. During functional testing, the aiming beam was dim. A review of the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation. It is likely that an expected or random component failure without any design or manufacturing could have contributed to the fiber break.

Event description:
It was reported that the fiber broke after 2 minutes of firing during the first use. The procedure was completed with this device. There was no patient complication.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection of the fiber body observed no damage; however, the reported fiber break event was confirmed as analysis identified the fiber tip was cracked and had normal degradation. Also, the fiber connector exhibited burn marks on the face. During functional testing, the aiming beam was dim. A review of the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation. It is likely that an expected or random component failure without any design or manufacturing could have contributed to the fiber break.

Event description:
It was reported that the fiber broke after 2 minutes of firing during the first use. The procedure was completed with this device. There was no patient complication.

Event description:
It was reported that the fiber broke after 2 minutes of firing during the first use. The procedure was completed with this device. There was no patient complication.